Event description:
This system was implanted into the aortic system instead of the venous. The system was explanted approximately two weeks later and there is no indication that the system was replaced. There were no adverse patient events reported. The hospital retained the devices. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the device was interrogated, revealing the battery status bol. The device was implanted for 12 days. The inspection of the pacemaker memory revealed no anomalies. There were no indications of a device malfunction. The pacemaker was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency as programmed. In summary, the device is fully functional. There was no indication of a material or manufacturing problem.